Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse multi-chemistry charger (serial (B)(4)) would fully charged three autopulse li-ion batteries (sn(B)(4)) but when inserted in the autopulse platform, it would power on and then power off right away. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01529 for the autopulse li-ion battery (sn(B)(4)) MFR 3010617000-2022-01676 for the autopulse li-ion battery (sn (B)(4)).